Event description:
The customer reported the alarm will not sound when weight is removed from the sensor. The batteries have been replaced with a new supply and there was no visible damage to the outside of the alarm reported. The customer did report the date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Results: evaluation of the returned product found that the alarm has 1 bent battery spring inside the battery compartment. Functionally the alarm has power but only sounds for 5 seconds and then powered off on its own. Note: the instructions for use on battery installation states: the alarm will "chirp" about every 5 seconds when new batteries are needed. Change batteries at once. Press down on arrow. Slide battery door open and flip it up. Do not attempt to remove battery door; it does not separate from alarm. Carefully remove batteries to avoid damage to battery door. Insert four (4) new "aa" alkaline batteries. Take care not to damage battery contacts. Flip battery door down. Push down gently on batteries and slide battery door closed until it clicks shut. (B)(4).